Event description:
Customer reported the cufflator does not hold pressure. There was no patient incident or injury reported.

Manufacturer narrative:
(B)(4). Evaluation results: inspection of the returned product found the pressure release button is intact. When the rubber bulb is pressed air leaks out of the side of the bulb and the needle did not move. The product was also connected to the manometer and it did not hold pressure. Note: posey instructions for use indicates: inspect the unit and check the cuff for leaks prior to use. Prior to intubation or extubation, withdraw all the air from the cuff with a syringe and close the inflation line. The cufflator should be calibrated annually, or if the measurements fall outside of the range, or if the needle does not indicate a pressure reading of zero when nothing is connected, or if the unit is ever dropped. (B)(4).